Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving gablofen (1000 mcg/ ml at 197 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had a return of spasticity as a result of catheter dislodgement from the intrathecal space. There were no environmental/external/patient factors to report, however the patient's father described stretching exercises they did with the patient that involved stretching and twisting of the back which could be a contributing factor to the catheter becoming dislodged from the intrathecal space. Diagnostics/troubleshooting performed included the pump logs were read on 2021-11-17 which confirmed there were no issues with the pump. A dye study was performed the same day which confirmed the catheter was no longer in the intrathecal space and was now subcutaneous. Actions/interventions taken to resolve the event included referring the patient for a catheter replacement. The surgery has not been scheduled yet. The event was not resolved at the time of the report. The patient's weight and medical history were asked but unknown. The patient's status at the time of the report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.